Event description:
Surgeon used the screws with a left standard dorsal plate. The first problem was the screw driver kept disengaging from the head of the screw. The second issue was with the final tightening where he realized one of the screws were stripped.

Manufacturer narrative:
Actual device is not available to stryker for evaluation.